Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported seeing settings not available oor on the patient's controller since sometime over the weekend. Agent attempted to gather event date, but caller stated they are not sure when the message first appeared, as the patient was in a nursing home and they don't use scss often and there had been issues in the past in regards to understanding the device. Caller stated, "I know they had some issues. They don't usually use the stimulator. A lot of times it wouldn't be on, different stuff." Caller mentioned the nursing home thought you only had to charge the controller and didn't realize the ins needed to be charged as well, so sometimes when the caller would be there the ins would be off. Caller stated, "it is what it is. There's only so much you can do." Caller reported patient had just got out of the nursing home and the ins hasn't been working appropriately so the patient has been having pain. Caller confirmed the implant battery is at 80% and the intensity on group a was at 8.9 and ha d been at 9.4 in the past. Agent provided information on oor message and the patient was redirected to their healthcare provider to further address the issue